Event description:
It was reported that the customer experienced an alarm 2 followed by alarm 26, indicating an occlusion issue with their infusion pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed by technical support to try disconnecting the tubing and administering a bolus to troubleshoot the issue, but they were initially hesitant. Eventually, the customer agreed to follow the troubleshooting steps, removed the site, and checked the cannula, which was found to be uncompromised. The customer replaced the supplies as necessary and resumed insulin therapy. No further follow-up was needed as the occlusion was determined not to be actively occurring.